Event description:
It was reported that a spectrum infusion pump had an unknown door alarm. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door alarm, which was reproduced. The messages were found to be caused by loose upper link screws. The screws were replaced.